Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated they had the ability to adjust settings before turning therapy on/off so the patient didn¿t have a shock like they did before. There were no further complications reported.